Manufacturer narrative:
The system was serviced in the field and failed imaging modalities and mechanical inspection. The mobile viewing station (mvs) was not turning on. The likely cause was noted to be a dead battery/uninterruptable power supply (ups) that needed to be replaced. There was less than 2 volts in the battery. The ias was running when connected to the mvs but when unconnected from the mvs, the batteries were not able to maintain the system on so the ias batteries needed to be replaced. It was noted it was not possible to test the function of other components until the batteries were replaced. Codes 10, 120 and 4307 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the site requested a technical visit to evaluate the system as it had not been used in two years. It was found that the mobile viewing station (mvs) was not turning on. The likely cause was noted to be a dead battery/uninterruptible power supply (ups) that needed to be replaced. There was less than 2 volts in the battery. The system was turned off and it was determined that the image acquisition station (ias) and mvs computer batteries needed to be replaced. The ias was running when connected to the mvs but when unconnected from the mvs, the batteries were not able to maintain the system on so the ias batteries needed to be replaced. It was noted it was not possible to test the function of other components until the batteries were replaced. No patient was present.

Manufacturer narrative:
H3: additional work order information was noted, that there were different defectives batteries, since the system was not used, during 2 years. It was noted, that the ias computer was loose. The bios configuration, they replaced the batteries. And the system was operational. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: ups lot # updated to rev. 2 - s/n: (B)(6) h2, h3: the returned ups was analyzed. It was dead on arrival. When power was plugged in, the battery would not charge and the ups would not turn on. The rep replaced the battery with an fa battery, and the ups powered on and was functional. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31001255, bi71000485, bi71000125, bi71000126, bi71000481; serial/lot#: none. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the most possible cause of this problem in addition to possible unplugging of the system from the wall is the fact that the system is not being used in two years.